Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be due to insufficient drain: one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the device's service history record was performed and no issues were identified that may have contributed to the incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration (uf) was 1281 ml (milliliters). The programmed fill volume was 2000ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance followed up with the nurse and the nurse confirmed that there was no injury or medical intervention reported with this event.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.